Manufacturer narrative:
One fogarty embolectomy catheter was received by our product evaluation laboratory for a full evaluation. The reported issue was confirmed. As received, the balloon was found to be ruptured next to proximal winding. The ruptured edges did not appear to match up. Finally, no other visible damage or abnormality was observed from catheter body or windings. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The IFU was reviewed and it indicates "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter.". Based on the available information there is no evidence that supports or confirms the failure mode is associated to a manufacturing or design defect. Additionally, there are current controls in place to prevent this type of malfunction in our manufacturing process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient, the balloon of this fogarty embolectomy catheter burst. There was no allegation of patient injury. The device was received for evaluation and the ruptured edges of the balloon did not appear to match up. Patient demographics unable to be obtained.